Event description:
A customer contacted physio-control to report that their device would power off unexpectedly when different buttons are pressed, such as the 12-lead button or transmit button. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would power off unexpectedly when different buttons are pressed, such as the 12-lead button or transmit button. There was no patient use associated with the reported event.

Manufacturer narrative:
A physio-control service technician evaluated the customer's device and was unable to reproduce or verify the reported issue. The electronic patient records were downloaded and reviewed. There was no evidence of an unexpected loss of power. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A root cause of the reported issue could not be verified.

Event description:
A customer contacted physio-control to report that their device would power off unexpectedly when different buttons are pressed, such as the 12-lead button or transmit button. There was no patient use associated with the reported event.